Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Review of manufacturing history records found a total of (B)(4) pieces of lot 3204mm released for distribution on 7/29/2016 with no deviation or anomalies. (B)(4). Implantation with larger diameter screws of long lengths represent a worst case condition that could result in high torque application. Tapping with undersized taps increases the insertion torque required for implantation and is considered a contributing factor for these failures. Lightly tightening the screw to the driver does not promote load sharing, so the driver tip would need to resist the majority of the torsional load. Although it cannot be confirmed, either and/or both of these could have been a contributing factor to the high torque application that lead to the tip failure. Corrective actions include replacing the 39-sp-0700 reform polyaxial driver with a polyaxial driver designed with a mechanical lock and supporting marketing material to the sales force that illustrates rationale supporting "to size" taps for use with this system and proper driver assembly technique.

Event description:
It was reported that during a revision procedure performed on (B)(6) 2016, a competitor's product was removed and upon insertion of a 7.5mm x 40mm reform pedicle screw, the tip of the reform polyaxial driver (39-sp-0700) broke. The tip was left in the head of the screw and the procedure was completed using another driver that was readily available in the set. There was no delay to the procedure as a result of this issue. The bone was not tapped prior to insertion as the screw was being placed into a hole in which a competitor's 7.5mm x 35mm pedicle screw had just been removed.